Manufacturer narrative:
The device was powered on and the "unable to proceed" error appeared when attempting to rewind. After 5 unsuccessful rewinds, alert 42 was annunciated. The device was disassembled and a damaged motor was found (loose outer casing). This device model is not intended for refurbishment and will therefore be scrapped.

Event description:
It was reported that the user received an occlusion alert and, after initiating a full supply change, encountered repeated ¿unable to proceed¿ alerts during rewind, after which the device would not accept a new cartridge; the device was restarted and the supply change was retried without success, and a replacement device was arranged. Symptoms included hyperglycemia with a reported blood glucose of 291 mg/dl; symptom details were collected, and the user had an alternative insulin therapy available and in use. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included technical support troubleshooting and collection of device information. Investigation of this case revealed a device malfunction related to insulin delivery occlusion and inability to proceed through the supply change process. It was concluded that the device experienced a malfunction affecting insulin delivery, and the user transitioned to subcutaneous insulin via pen while awaiting the replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.